Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of three cre fixed wire balloons used during the same procedure. Manufacturer report# 3005099803-2017-00408 pertains to the first device, manufacturer report# 3005099803-2017-00409 pertains to the second device and manufacturer report# 3005099803-2017-00410 pertains to the third device. It was reported to boston scientific corporation that three cre fixed wire balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon would not deflate. The customer had to cut the catheter to remove the water. The same issue occurred with the second and third cre balloons. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.